Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator was in backup mode due to event queue overflow. The patient presented to emergency room. The device was able to reset to normal setting by programming intervention. The patient was stable.